Event description:
Additional information received that the dislodgement was confirmed with diagnostic imaging during the procedure.

Event description:
During an in-clinic follow-up, increased capture threshold was observed on the right ventricular (rv) lead. The suspected cause of the event was due to dislodgement. The lead was explanted and replaced to resolve the event. The patient was stable.